Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer site. The reported compliant of "white guide was broken on the pump rotor" was confirmed during visual inspection of the thermogard console. The root cause of the observed physical damage was determined to be user handling. Visual inspection of the console revealed that one of the white guides on the pump rotor was missing, and one of the white guides was broken. Therefore, the reported complaint was confirmed. All the white guides were replaced to remedy the issue. Functional testing of the console could not be performed because the system was needed to resume the ivtm treatment. Following service, including the replacement of all the white guides and cleaning air filter, the console was put back in clinical use to complete the ivtm therapy. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard console with serial number (B)(4). Ccr (B)(4) was reported on march 4, 2019, and white guides on pump rotor were replaced to remedy the issue.

Event description:
During patient ivtm treatment, it was noted that one of the white guides on the pump rotor was missing, and one of the guides was broken. The treatment was paused for 10 minutes to replace the white guides. After the issue was resolved, the treatment was completed. No known impact or consequence to patient.